Manufacturer narrative:
The reported issue was confirmed and was identified to be the result of human error in fulfilling the order. The order had been manually changed from requested part number door kit 49000239 to 49000438 door kit which is only approved for the m2 pump module design and not the m1 pump module. The customer contract team made this request believe that 49000438 superseded 49000239 in all cases. The change order releasing 49000438 did not specify a replacement for the older kits, 49000239. All kits were physically verified to be correct. Customer contracts and operations analytics were notified and confirmed that these kits are not interchangeable, and that no further manual changes need to be made. This was an isolated incident which requires no further action. Reference the attached quality notification (qn - (B)(4)) for additional details. The alaris system is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. There was no patient involvement.

Event description:
It was reported that the wrong parts were sent out. There was no patient involvement.